Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/12/2022. An investigation was conducted on 10/25/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire and clear silicone insulation was observed to be intact with no visual defects observed. The shaft tip was observed to be slightly bent. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaw with no physical or visual difficulties observed. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. The device failed the safety shut down system, a polyfuse activation test was not performed as the harvesting device jaws did not heat up, however the base of the jaws at the shaft became warm to touch performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with the same observation. An activation and transection capability test was not performed due to the jaws not heating up. A temperature and resistance test was not conducted due to the jaws not heating up. An engineer evaluation was conducted on 11/03/2022. See attached engineer evaluation. Based on the results of the evaluation, the reported failure "failure to deliver energy¿ was confirmed and the analyzed failure "material twisted;bent shaft" was observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000256057 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery would not work. Power was not going to the jaws of the cautery. It would not activate. Tried working with the cable and turned the generator off and back on. Tried second cable and still would not work. Opened 2nd kit and completed the case without further incident. There was no harm to the patient or significant delay to the case due to the malfunction.